Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received eight inappropriate shocks. The patient was hospitalized, and the physician planned to treat the patient with medication and did not reprogram the device. This ICD remains in service. No additional adverse patient effects were reported.